Event description:
Add'l info rec'd from MFR 8/9/02: 1. The catalog number (product code) of the device is listed in depuy's medwatch number 1818910-2002-00371 as 1402242. This product is a 42mm cortical bone screw. Depuy's initial report was filed on 7/10/02, shortly after, but independent of, receipt of the request for add'l info regarding this product. 2. The lot number of the device was unavailable at the time that the initial medwatch was submitted, but has since been obtained. The lot number for the device is se2987. 3. No design changes related to the event have been implemented since the device was first marketed. Similarly, there have been no sterilization method changes for this device. This device is provided in a non-sterile condition.

Event description:
During orif of left hip fracture, a number 42 screw that was being inserted broke off below the head of the screw. The head of the screw was removed, the remainder of the screw was left in the bone. Three other screws and plate were already in place.